Event description:
Hillrom received a report from a hillrom technician stating there was an unconscious patient lying in the bed as it started by itself to move to sitting/and or standing position. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
Inspection of the device by a hillrom technician found no deficiency. Technician notes, "after inspection on the bed by the technical at landspítalinn the conclusion is that the patient lies next to the keyboard on the inside of the bed that causes the bed to begin to rise under both the patient´s head and legs." The totalcare® bed system is intended to provide a patient support ideally suited to be used in health care environments. The totalcare® bed system may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The totalcare® bed system is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. The device IFU notes the following on device positions: the chair position indicator comes on when the system is in the chair or chair egress position. Using the fullchair patient position mechanism, the caregiver can place the totalcare bed system in one of three basic chair positions: chair, chair egress, and recliner. Chair positioning can only be accessed through the caregiver control panel. (1) for chair position, the head section rises 65°, the knee section rises 10°, and the foot section lowers 70. (2) for chair egress the head section rises 75°, the knee section lowers to 0°, the foot section lowers to 85° and fully retracts, and the hi-lo lowers to its lowest height. (3) for recliner position, the head section rises 50°, the knee section rises 10°, and the foot section lowers 30°. The device IFU notes the following warning on facility-authorized personnel: (1) only facility-authorized personnel should troubleshoot the totalcare bed system. Troubleshooting by unauthorized personnel could cause injury or equipment damage. (2) only facility-authorized personnel should perform preventive maintenance on the totalcare bed system. Preventive maintenance performed by unauthorized personnel could result in personal injury or equipment damage. The device IFU notes the following on lockout controls: the lockout controls located on the caregiver siderail control panel disable the bed articulating functions. The lockout controls are used to prevent bed articulation by either the caregiver or the patient. To activate: simultaneously press the enable control and the specific lockout control desired. Both patient and caregiver controls are locked out. An audible alarm sounds when a lockout is activated. Disengage any lockout by simultaneously pressing the enable control and relevant lockout control. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The event was likely due to user error as an unconscious patient was placed on the device without the lockout control engaged, therefore when the patient leaned on the controls activation of the chair position occurred. The bed contains a lock out feature, which when activated, precludes any undesired or accidental positioning. Procedures for prevention of this type of event are outlined per the IFU as noted above. The customer confirmed there was no injury, and it is noted that the device was evaluated with no malfunction. Hillrom does not consider this complaint reportable.

Event description:
Hillrom received a report from a hillrom technician stating there was an unconscious patient lying in the bed as it started by itself to move to sitting/and or standing position. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
According to the distributor, ¿the device was in flat position when the incident occurred. The device started to go up and the upper and lower part raced. So, from flat position to higher flat position and semi seating position. The nurses at the hospital were able to stop the bed from racing by holding in the button. If they wouldn´t have acted that fast they assume that the bed would be gone to seating position. According to the manager at the ccu they made several attempts to unplug and plugging it back in to fix the problem. It took a few attempts though.¿ it was additionally reported that there was no alarm from the device during the incident. The totalcare® bed system is intended to provide a patient support ideally suited to be used in health care environments. The totalcare® bed system may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The totalcare® bed system is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. The device IFU notes the following on device positions: the chair position indicator comes on when the system is in the chair or chair egress position. Using the fullchair patient position mechanism, the caregiver can place the totalcare bed system in one of three basic chair positions: chair, chair egress, and recliner. Chair positioning can only be accessed through the caregiver control panel. (1) for chair position, the head section rises 65°, the knee section rises 10°, and the foot section lowers 70. (2) for chair egress the head section rises 75°, the knee section lowers to 0°, the foot section lowers to 85° and fully retracts, and the hi-lo lowers to its lowest height. (3) for recliner position, the head section rises 50°, the knee section rises 10°, and the foot section lowers 30°. The device IFU notes the following warning on facility-authorized personnel: (1) only facility-authorized personnel should troubleshoot the totalcare bed system. Troubleshooting by unauthorized personnel could cause injury or equipment damage. (2) only facility-authorized personnel should perform preventive maintenance on the totalcare bed system. Preventive maintenance performed by unauthorized personnel could result in personal injury or equipment damage. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The inspection is ongoing, however if any additional relevant information is identified following completion of the inspection, the additional relevant information will be submitted in a supplemental report.